Manufacturer narrative:
Date of event: unknown. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. Investigation summary : exec summary - samples were received and an investigation was performed. Unable to perform complaint lot history check owing to an unknown lot number for this event. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (1) open 5mm 31g pen needle without the tear drop label or outer cover. Customer states that the needle is blocked. The returned pen needle was examined and exhibited a bent non patient end of the cannula which could prevent insulin from properly flowing through the cannula. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula). Root cause is user related as the non patient end of the cannula was bent during use of the product by the customer. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown. Medical device manufacture date : unknown.

Event description:
It was reported that 1 unspecified bd¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : it was reported by the consumer that the needle is blocked.